Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "patient with normal activity came to see a doctor with both knees pain." After diagnostic, the doctor found out that: left knee : primary tka ((B)(6) 2014) - both tibia and femur loosening. Revision by (B)(6). Revision ((B)(6) 2018). All medwatch submissions related to this report are: 9610612-2018-00365. Component in use listed as concomitant devices are: vega ps femoral component cemented f4n r / nx029k. Vega ps gliding surface t0/0+ 12mm / nx101.